Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.7., d.7., d.10., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening, void >1 mm, brown particles in the fill channel, and fold creases. Leak test and microscopic analysis were performed which identified one opening striated opening and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was one striated opening assessed as surgical damage.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade unknown. Device remains implanted.